Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Company representative reported the doctor is going to replace the implant because it has a capsular contracture, baker grade iii. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, observed an opening and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device was explanted.